Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed. It was further determined that the coupling lever spring and pin were missing and the motor was too weak. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the trigger to switch on the small battery drive device was broken. During in-house engineering evaluation, it was observed that the trigger / slider was blocked and jammed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.